Event description:
Revision surgery - the pt had leg length discrepancy. The surgeon replaced the stem, head, and sleeve.

Manufacturer narrative:
The reason for this revision surgery was to remedy a leg length discrepancy. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information provided with this complaint regarding patient activity, accidents, or medical contraindications that may have led to the leg length discrepancy. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: two due to trauma, one revision, and one due to instability. This is the first complaint for this lot number. The root cause for the leg length discrepancy could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.